Event description:
It was reported that the hls set was on a cardiohelp and there was a loud sound coming from the disposable. The hls set was exchanged which caused a delay in treatment. The hls set was discarded accidentally. The failure occurred during priming. No harm to any person has been reported. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that the hls set was on a cardiohelp and there was a loud sound coming from the disposable. The hls set was exchanged which caused a delay in treatment. The hls set was discarded accidentally. The failure occurred during priming. No harm to any person has been reported. The affected product is not available for technical investigation as the hls set was discarded by the customer. However, according to the risk assessment of the hls set, the following root cause can lead to the reported failure: - the hls module advanced is insecurely fixated into the cardiohelp-I drive, which causes vibration or damage, and may result in a delay of procedure. The exact root cause remains unknown. According to the instruction of use of the hls set (chapter "preparation and installation") it is stated to perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures. Referring to chapter "safety instructions for centrifugal pump" it is stated that to listen for scratching noises when priming the system and to replace the hls set advanced if there are scratching noises. The production records of the affected product were reviewed on 2024-05-17. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results, and the provided video, the reported failure "loud sound coming from the disposable" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.